Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the peritonitis and was treated with injection reflin (1gram (g), frequency and route not reported) and injection fortum (1g, frequency and route not reported). The patient was recovering at this time of this report.